Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed via mammogram. As a result, the patient underwent bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 19-dec-2023, mentor received additional information about the identity of the suspect medical device. The suspect medical device is a mentor memorygel breast implant 500cc gel breast prosthesis, catalog #3505004bc, lot #7465393, UDI # (B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-jan-2023, mentor became aware that the device information reported in follow-up report #1 is incorrect. The information provided was for a different patient¿s device. The suspect medical device¿s information (catalog number, lot number) are currently unknown. Manufacturer¿s reference number: (B)(4).